Event description:
A user facility reported that the size 4 lma was cleaned and steam autoclaved prior to use. This was the lma's first use. The cuff leaked the instilled volume of air, and the pilot balloon would not stay inflated. A size 5 lma was inserted and seated properly without difficulty. It was reported that there was no patient injury or problem. The user facility returned the lma-classic for evaluation.